Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a blood glucose level of 600 mg/dl. Customer was admitted to the emergency room because he could not get his blood glucose level to go down. Customer was in the emergency room for 4-5 hours and then released. Customer was wearing the insulin pump at the time of the emergency room visit. No additional information provided.